Event description:
Color marking on drill guide are completely disappeared.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Color marking on drill guide are completely disappeared.

Manufacturer narrative:
Correction - please refer to d9, the product was not returned for investigation. The reported event could not be confirmed since the device was not returned for evaluation and with the provided image, we cannot confirm the event. The provided image does not cover the complete device and we cannot see the colored portion that is alleged to be faded in the event description. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.